Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that their aligners are causing lesions to their gums and their gums are not healing properly. They are starting to look like gum recession with one day use. Patient also complained of pain, the pain getting worse, and it hurts quite a lot to the point where they have trouble eating. Patient was provided tips for discomfort.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.